Event description:
It was reported that the intraocular lens was explanted at implant due to the patient's anatomy. During the explant surgery, the incision was enlarged. The doctor reported that it wasn't the lens - "it was the patient's anatomy that was the reason for the explant". Another model abbott medical optics (amo) lens was used for the replacement. No further information was provided.

Manufacturer narrative:
(B)(6). The explanted intraocular lens has not been returned to abbott medical optics (amo) for an evaluation. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
The gender was identified as a female in the initial report; however, the gender is unknown.the receipt date of the product is being corrected to (B)(4), 2012.(B)(4): placeholder.

Manufacturer narrative:
Corrected data: (B)(4) 2012.

Manufacturer narrative:
The explanted lens was visually examined in our laboratory. The evaluation revealed the lens had a distorted haptic and evidence of ophthalmic viscosurgical device (ovd) on the lens. Prior to release to market the intraocular lens met all manufacturing specifications. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. In the initial report, the doctor stated that there was no lens malfunction. The lens was explanted due to the patients anatomy. All pertinent information available to abbott medical optics has been submitted.